Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Although no samples, photos or lot number were available for evaluation, bd has initiated further investigation relating to label lift through CAPA # (B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: material no.: 367986. Batch/lot: unknown / not provided. Spoke with the customer. She explained that for the sst tube, the glue on the labels is only in the middle of the tube, and the sides of the tubes do not seem to have any glue. When the phlebotomist inserts the tube into the holder, the label sometimes gets stuck on the sides of the holder and causes the needle to move in the patient's arm. Customer stating this is not a lot specific issue, multiple lots (none provided).